Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding revision due to pain involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: product history review could not be performed because robot serial number was not received. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision from a partial knee procedure to a total knee procedure due to pain. There were 10 other reported events (B)(4). Conclusion: product inspection could not be performed because session files and logs were not received after 3 communications to mps. Log/session files were not returned for evaluation.

Event description:
This pi is for the robot. As reported on pi # (B)(4): "mako pka revised to mako tka due to recurrent effusion and pain". Update 06/december/2018: as reported by rep: "no known causes for above impairments, malalignment was not evident".

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot. As reported on pi # (B)(4): "mako pka revised to mako tka due to recurrent effusion and pain". Update (B)(6) 2018: as reported by rep: "no known causes for above impairments, malalignment was not evident".